Event description:
On (B)(6) 2012, a pt was implanted with two gore-tex vascular grafts in an axillo-femoral and a femoro-popliteal bypass procedure. It was reported to gore that on (B)(6) 2012, the pt presented with a hematoma in the under arm area. An open surgery was performed to remove the hematoma. The anastomosis was re-opened at the axillary artery. It was reported that after removing the hematoma and upon completion of the anastomosis, the graft disrupted horizontally in the middle of the prosthesis. It was stated that the rupture was distant from the anastomosis and in an area that no clamping had previously occurred. Clots were observed in the area of the disruption. Clamps were used to control the bleeding. The physician concluded that the graft ruptured due to an acute thrombosis. A new gore-tex vascular graft was sutured between the remaining parts of the graft. The pt is fine. One cementer of the graft on each side of the rupture line was removed and is being returned to gore for eval.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specs. Image provided does not allow for eval in relationship to the event. Engineering and histological analysis currently in progress.